Manufacturer narrative:
H.6. Results code 1: 213: a review of the manufacturing records for the device verified the lot met all pre-release specifications.

Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to  endoprosthesis improper component placement and occlusion.

Event description:
The following information was reported to gore: on (B)(6) 2020, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. Upon deploying the ipsilateral leg, the left internal iliac artery was covered by the device unintentionally. During the procedure, a small type ii endoleak was observed on imaging. The procedure was completed without any additional treatment for the covered left internal iliac artery and the type ii endoleak. The patient tolerated the procedure. Reportedly, the device was not pushing up enough while deploying.